Event description:
Rn placed a peripheral IV line on the patient prior to surgery. When the needle was retracted during placement, the blood control did not work and blood flowed out. The product is bd insyte autoguard bc 20ga 1", lot #7276574, exp. 9/30/2020.